Manufacturer narrative:
The customer did not observe any abnormal alarms and the sample probe and reagent probes were ok. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 4 patient samples tested for elecsys insulin (insulin) on a cobas 8000 e 602 module. Patient 1 initial result was <0.2 uu/ml. The repeat was 19.77 uu/ml. Patient 2 initial result was <0.2 uu/ml. The repeat was 288.9 uu/ml. Patient 3 initial result was <0.2 uu/ml. The repeat was 31.68 uu/ml. Patient 4 initial result was <0.2 uu/ml. The repeat was 22.51 uu/ml. The initial results were reported outside of the laboratory. The samples were repeated on(B)(6)2022. The insulin reagent lot number was 58660702 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field service engineer (fse) replaced the bead mixer paddle and maintained the reagent syringe and the reagent pipetter. The discrepant low results were observed after switching to a new reagent pack; this suggests foam on the reagent. The foam on the reagent is consistent with a handling issue of the reagent pack. A bent beads mixer paddle can create foam on the beads if the beads bottle gets empty; a bent bead mixer paddle can occur while cleaning the bead paddle during operator maintenance. The customer has had no further issues since the service visit.